Event description:
The dealer states the left motor has no output.4 flashing lights.

Manufacturer narrative:
Should additional information become available for the patient, a supplemental record will be filed.